Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal that occurred on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the transmitter ((B)(4)) that was used in conjunction with the complaint device was returned on (B)(4) 2015. A follow-up report will be submitted upon completion of its evaluation.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the returned trasnmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of a permanent out of range signal was not confirmed. A root cause could not be determined.